Event description:
Pt is receiving hydration at home via a cadd-prizm. Pt reports leaking from the cadd hi vol tubing with filter around the filter. Replaced the tubing without consequences. Called MFR to file complaint.